Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Correcting d9 -device returned 18sep23 correcting h3- yes, device was evaluated correcting h10- the reported event was confirmed this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h3 and h10 of the follow up medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of due to fluid found in the scope, the video image is rather fuzzy was confirmed, but no specific cause could be identified. Therefore, no definitive root cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the leak check in the instrument channel required attention; the distal end pink rubber glue was peeling; bending section cover or distal sheath rubber had a crack; biopsy channel was leaking; image evis needs attention; ultrasound medical product image had four signals missing; image olympus endoscope system (oes) had red cracks; bending section required attention; insertion tube had cuts/scratches; angulation was low and electric insulation required attention. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope, the entire screen becomes black and shows no images (blackout)-unable to restore. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.